Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for a heart attack. The caller did not know the blood glucose reading. The caller did not believe that the insulin pump was the cause of hospitalization but requested replacement of the device because the reservoir did not tighten into the insulin pump correctly. The customer was still admitted in the hospital at the time of the call. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.